Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported event was caused by an electrical failure. Failed bench level testing.continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test failed, showed open on line 3. The gbit test passed. Passed visual inspection.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that there was an intermittent "mvs not connected" message displayed on the pendant. Replaced umbilical cable. System passed all testing. The malfunctioning umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system umbilical cable was no longer connecting properly to the system. There was no patient present when this issue was identified.